Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Evaluation pending.

Event description:
Biomed reported an over infusion of normal saline. The infusion was programmed as a primary infusion to run at 100 ml/hr. Infusion started at 1115 with 980 ml vtbi and completed at 1230. Pump read "infusion complete". Biomed performed testing with calibration set and was unable to replicate the problem. Biomed used the disposable set and was able to replicate the problem. There was no report of pt harm or medical intervention required. Customer stated that no additional event or pt information is currently available.